Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set experienced tubing separation from the luer connector. The following information was provided by the initial reporter: in line filter not connected when taken out of packaging.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 22079056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set experienced tubing separation from the luer connector. The following information was provided by the initial reporter: in line filter not connected when taken out of packaging.